Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 19mm masters series valve was selected for implant. During placement of the valve holder was removed and one of the leaflets broke and fell down into the left ventricle cavity. The valve was removed and exchanged for a 17mm masters series valve. There was a clinically significant delay in procedure. The patient was reported to be instable condition.

Manufacturer narrative:
The reported event of a "broken" leaflet could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use artmt100122073 ver. A, "proper valve size selection is crucial. Do not oversize the valve. If the native annulus measurement falls between two sjm¿ masters series mechanical heart valve sizes, use the smaller size sjm¿ masters series mechanical heart valve." "To minimize direct handling of the valve during implantation, do not remove the holder/rotator until the valve has been seated in the annulus."

Manufacturer narrative:
Additional information: d10, h3, h6. The reported event of a dislodged leaflet was confirmed. One leaflet was dislodged from the orifice and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet dislodgment and fracture could not be conclusively determined.